Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. N/a was selected for as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor issue was reported via webform. The customer was contacted and reported a high reading issue with the adc device, and required third-party treatment of juice, sugar, and/or food by. No further information was provided as customer disconnected call. There was no report of death or permanent injury associated with this event.